Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to authenticate. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist (tss) found that users were either entering incorrect credentials or experiencing session timeouts, which caused account lockouts. The tss reviewed station and system logs on the enterprise server and discovered that multiple users were breaking the login sequence by logging in one after another, which prevented the biometric identification reset option from appearing. The tss confirmed that user accounts were eventually unlocked by the hospital information technology team to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was unable to authenticate. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.